Event description:
This supplemental MDR was created to update the root cause of the lower than expected vitros ipth results. In addition, the ipth issue was reported as a class ii recall and a communication was sent to customers. This report is number two of two supplemental mdrs for this event. Two 3500a forms were submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
This supplemental MDR was created to update the root cause for the lower than expected vitros ipth results. Ortho's investigation has identified the root cause of this issue stems from a raw material used in the affected lots. A communication (cl2022-275) was sent on 17 november 2022 to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when performing patient sample testing using the affected ipth lots (1610, 1621, 1630, 1640, 1645, 1650, 1670), customers may experience an average negative bias of approximately -12%. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck/lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. The FDA was notified of this issue on 17 november 2022. Please refer to report #3007111389-11/17/2022-001-c.

Manufacturer narrative:
The investigation determined that lower than expected vitros intact pth (ipth) results were obtained from a single level of non-vitros biorad specialty immunoassay controls lot 64920 when tested on two different vitros xt7600 integrated systems. A definitive assignable cause could not be determined. However, a vitros ipth performance issue cannot be completely ruled out as contributing to the event as acceptable results were obtained from the same biorad quality control fluids using an alternate lot of vitros ipth reagent on both vitros xt7600 integrated systems. Ortho has initiated an investigation for lower-than-expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms. An instrument related performance issue did not likely contribute to the event as acceptable results were obtained using an alternate vitros ipth reagent lot without performing any actions to the two vitros xt7600 integrated systems. Email address for contact office is (B)(4).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros intact pth (ipth) results were obtained from a single level of non-vitros biorad specialty immunoassay controls lot 64920 controls tested on two different vitros xt7600 integrated systems. Vitros ipth reagent lot 1621 j76000722 biorad lot 64920 level 1 results of 16.57, 16.45, 16.94 and 16.93 pg/ml vs. The expected result of 24.83 pg/ml. J76000710 biorad lot 64920 level 1 results of 16.62 and 16.12 pg/ml vs. The expected result of 24.83 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ipth results were obtained from non-patient quality control samples and there was no reported allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).